Event description:
A male pt with a history of hyperlipidemia and hypertension was admitted for symptomatic stroke and underwent stenting of an 83%, moderately calcified lesion in the left internal carotid artery. There was pre-existing clot in the target vessel. The angiogard xp's delivery was successful. Pre-dilatation was conducted with an unk balloon (3mm, 6atm). After the stent (precise) was placed in the target lesion, thrombosis was observed in the stent under angiography. The pt exhibited mild consciousness disorder and paralysis on the right side. Post-dilatation was conducted with an unk balloon (4mm, 6atm). Heparin sodium and argatroban hydrate were administered. Seventeen days later, the physician confirmed there was no residual in-stent thrombosis. The pt recovered and was discharged in stable condition. According to the physician, it is likely that the stent was not properly dilated due to the vessel calcification and this led to the in-stent thrombosis.

Manufacturer narrative:
The product(s) are not available for analysis. A review of the mfg route sheets for the involved lot(s) confirmed that the device(s) met quality requirements for product acceptance. Acute in-stent thrombosis is a known potential outcome of stenting and is multi-factorial in etiology. Well-known predictors associated with a higher rate of acute thrombotic events following stent implantation include pharmacological factor such as intra-procedural levels of antiplatelet therapy and anticoagulants; angiographic factors such as long lesions, calcified lesions and pre-existence of clot/thrombus in the vessel; pt-related factors such as acute, symptomatic presentation, and procedural factors such as inadequate post-procedure lumen dimensions. In this case the pt presented with symptomatic stroke and there was pre-existing thrombus in the target vessel. Additionally, the stent was not fully dilated due to vessel calcification. There is no evidence to suggest that this event is related to a mfg issue or device defect. There are pt, vessel/lesion, and procedural factors that may have contributed to this reported thrombotic event.